Event description:
It was reported that the patient developed endocarditis, persistent bacteremia and vegetation on a lead. The implantable pulse generator (ipg) and two leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator 2007 (B)(6); 5076-45 implantable pacing lead 2007 (B)(6). (B)(4).